Event description:
The t-handle tip broke off in the glenoid head implant as the surgeon was tapping on the back of the t-handle to impact the glenoid implant, on the taper of the baseplate.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.